Manufacturer narrative:
Batch review performed on 14 march 2018; lot 169044: (B)(4) items manufactured and released on 24 may 2017. Expiration date:2022-05-07 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mpact double mobility hc liner 28/dmg reference 01.26.2854mhc (k092265); lot 163188: (B)(4) items manufactured and released on 12 september 2016. Expiration date: 2021-08-23 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0 reference 01.29.202 (k112115); lot 172250: (B)(4) items manufactured and released on 28 august 2017 expiration date:2022-08-20 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon washed out the hip and revised the stem, head and liner. The surgery was completed successfully.